Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during the surgery the fast fix t2 pre deployed, t1 was removed from the patient's anatomy. Smith and nephew back-up device was available to complete the surgery. No delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6:the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The blue split cannula was returned with the device. T1 and t2 anchors detached from the device. The needle has been bent vertically almost 90 degrees from manufacturer intended position. The device has been fully actuated. A functional evaluation revealed the deployment needle is jammed at the distal tip due to needle being bent. A review of the customer provided image confirms both t1 and t2 have been detached from the device. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.